Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in india. The field service engineer dispatched onsite inspected the device: circulation motor, the patient pump and distribution board were found to be faulty and needed to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, a 3t heater/cooler displayed alarm e21 (pump uses too much power) on the patient side. There was no patient involvement.